Manufacturer narrative:
One single complete flotrac vamp kit was returned for evaluation. Priming solution was visible in the kit. The pressure tubing was found completely detached from the solvent bond joint with the distal sample site. Indications of bonding solvent were present on a small part of the bond area of the tubing. No residual bonding solvent was present at the z-site tube housing. The outer diameter of the tubing and the inner diameter of the z-site tube housing was measured and found within specification. The complaint was confirmed and is related to a manufacturing non-conformance. A CAPA is open to address complaints of this type. In addition, all personnel involved with the solvent bonding process were notified of this event.

Event description:
It was reported that upon opening the package, the pressure line was found disconnected (separated), just before the z-site. Follow up confirmed that the tubing was detached and the tubing ends were smooth. There was no patient complications reported.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.